Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the upon spiking the IV bag, the nurse noticed a hole near the pump segment of the IV tubing . The customer provided photo of the IV tubing.

Manufacturer narrative:
The customers report of a hole near the pump segment of the IV tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a horizontal tear on the silicone tubing below the set's upper fitment retainer ring. A gouge/crush mark was observed on the set¿s upper fitment just above the hole in the tubing. Brown discoloration was observed on the set's male luer, filter, and the middle smartsite. No other abnormalities were observed. Functional testing confirmed drops of water were observed to be flowing out of the location of the tear on the silicone segment. Pressure testing confirmed leaking from the tear on the silicone tubing. The root cause of the damage could not be determined.

Event description:
It was reported that upon spiking the IV bag, the rn noticed a hole near the pump segment of the IV tubing. The customer provided a photo of the IV tubing. Although requested, there is no further patient or event information available.